Event description:
User facility reported to the international affiliate that the suture was almost completely dissolved approximately 1-2 weeks following an unspecified surgical procedure. The facility reporter observed the knots were still in place however the suture was almost dissolved in the tissue. The patient required reoperation.